Event description:
Procedure type: lap hernia repair. Pt gender: unk. According to the rptr: inner seal on the device broke and fell off the device. The instrument was not used on the procedure. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 11/24/2008.